Event description:
It was reported that asymptomatic patient presented in-clinic for a scheduled follow-up. The clinician noted that there had been a remote transmission, which showed non-sustained rv oversensing episodes caused by far p-wave oversensing and crosstalk. Programming changes were recommended. Due to these episodes being the first occurrences and the clinician was unable to reproduce this oversensing in-clinic, no programming changes were made. The patient will continue to be monitored. The patient was stable before, during, and after the device interrogation.